Event description:
Subject was seen by one of the study investigators on (B)(6) 2012 during a routine study titration session, where it was discovered that the right sided battery was dead. The subject and/or family did not report any adverse affects. Subject was seen in clinic the next day on (B)(6) 2012 by the pi. A chest and skull x-ray was also ordered. During this clinic visit, it was noted that the right battery drain was likely due to a short circuit in the system. X-ray showed intact hardware. Subject was scheduled for right battery or extension revision/replacement on (B)(6) 2012. Surgery revealed a short in the 0-2 bipolar contact. The surgery was completed successfully and the patient was stable and discharged home the same day. The subject was reprogrammed back to the settings as determined during the last titration for both batteries and was discharged in a stable condition. Right system: battery is drained. Impedances: low in c&1, c&2, c&3, 0&2. Amplitude is 0, 1+ 0-, 210 microsec, 90 hz.